Manufacturer narrative:
The device was received not deployed. Download data from the device showed that the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in the completion of second prime without the needle deploying. This rotational sensor malfunction resulted in the reported needle mechanism failure. The pod was successfully paired with a pdm, completed priming, and attempted to deliver a 5u bolus. Rotational sensor errors were observed in the rerun data and an 0x42 alarm was generated. The needle mechanism deployed normally during the rerun. The exact cause of this rotational sensor malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide insert did not move forward, and the needle did not retract back into the pod indicating that there was a needle mechanism failure. The patient did not provide blood glucose levels. As treatment the patient removed the pod.